Event description:
The user failed a proficiency survey for one of three samples for urine calcium. The results for the sample which failed were accompanied by data flags which alerted the user the results were not valid. However, another sample which did not fail the survey had discrepant results which were not accompanied by data flags. The initial result was 18.93 mg/dl with an acceptable range of 13.97- 26.54 mg/dl. The same sample was repeated on (B)(6) 2009 after the assay had been recalibrated with a result of 18.52 mg/dl. On (B)(6) 2009, the user discovered the technical limit in instrument was not correct and changed it. The sample was then repeated with a result of 18.06 mg/dl. The calcium reagent lot number was 61793101 at the time of the initial testing. The reagent lot number was 61480901 for the first and second repeat testing. No patient samples were involved. The field application specialist found the technical limits, repeat limits and all settings were correct and calibration and qc results were acceptable. He requested the user repeat the samples to check the calcium recovery, but the user stated it was not necessary as the calcium assay was okay.